Event description:
Provider states that upon checking out the joystick he noticed it would turn on and move forward slightly before shutting off, provider states this happened twice and now the joystick will not turn on at all. No additional information provided.